Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement of the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted and advanced into the left atrium (la), once the m knob reached straddle position the bending point hit the ceiling of the la. When the m knob was released, the cds caused the steerable guide catheter (sgc) shaft to move as if using a minus knob. The cds was removed without issue. One clip was implanted reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the lot. All available information was investigated and a cause for the unintended movement associated with the sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.